Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient developed infection a month or so after implantation. Part of the ring and most of the eptfe layer was removed. Note: mesh was implanted behind the rectus muscle not intra-peritonially.